Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: "1 empty syringe of 1.0ml received in an opened tray without cap nor needle. No defect observed". A review of the device history record has been initiated. If any deviations are noted, a supplemental medwatch will be submitted. Device labeling: precautions: juvéderm vollure¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. After use, treatment syringes and needles are biohazards. Handle and dispose of these items in accordance with accepted medical practice and applicable local, state, and federal requirements. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: inject juvéderm vollure¿ xc by applying even pressure on the plunger rod while slowly moving the needle. It is important that the injection be stopped before the needle is pulled out of the skin to prevent material from leaking out or being placed too superficially in the skin. The wrinkle should be lifted and reduced by the end of the injection. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Health professional reported that "needle disengaged and product spilled out¿ during injection with one syringe of juvéderm vollure¿ xc. Patient contact was made. No injury occurred. Packaged needle was used.